Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was dislodged from intrathecal space. The patient experienced inadequate pain relief. The catheter was subsequently revised.